Event description:
It was reported ", after insertion, the central lumen of the catheter broke off, so the balloon could not be used and 1 set of iabp catheter was reinserted". Additional information states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported ", after insertion, the central lumen of the catheter broke off, so the balloon could not be used and 1 set of iabp catheter was reinserted". Additional information states that the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned iabc. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully un-wrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.7cm from the iabc distal tip. The wire round/polyimide (part of the flex tip assembly) was noted unraveled. Bends to the iabc central lumen were noted at approximately 40 and 72.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; an external leak was immediately noted and located around the bifurcate bushing bond. Upon further inspection, the leak occurred from the adhesive bond at the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.9cm from the iabc luer, which is the location of the previously noted bend. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon could not be used" is confirmed. During the investigation, the iabc central lumen was noted dam-aged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen could result in a leak. Additionally, an external leak was noted from the bifurcate bushing adhesive. Due to the combined damages, it could not be confidently determined which damage occurred first and caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the catheter leak. The root cause of how the leak occurred is undetermined. A corrective and preventive action has been initiated to further investigate the issue of the damaged flex tip assembly. A corrective and preventive action has been initiated to further investigate the issue of the bifurcate bushing adhesive leak.